Event description:
The clinician reports the implant was inserted on (B)(6) 2018 in ada 3. Details of surgery: sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.